Event description:
Major pump unit(s) involved: external control system failure; controller. Specific component(s) involved: other component malfunction, specify. Other component: bend relief of controller; causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify; other intervention : bend relief of controller; type: lvad.

Event description:
Major pump unit(s) involved: external control system failure specific component(s) involved: other component malfunction, specify.